Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Based on all available evidence and previous investigations of similar complaints, it was determined that the device failure to accurately detect the power source and its failure to charge the internal battery was most likely due to an isolated component failure in main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the power source to be a dc power and failed to charge its internal battery. There was no patient injury reported as a result of this incident.